Event description:
It was reported the customer had no delivery alarms on their insulin pump. The mother was unable to troubleshoot for the insulin pump as the insulin pump was not present. The customer's mother was advised to call back to troubleshoot for the insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.